Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto bipap. The device was returned to a third-party service center. During visual inspection of the device, it was determined the device was corroded also insect infestation was observed. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : third party service center.

Event description:
A device was returned to a third party service center. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the third party service center, the device modem flip door was missing. Corrosion in the device was found. The device was scrapped.